Event description:
The customer contacted physio-control to report that their device required service. Upon evaluation of the device, physio-control observed that the device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an electrically shorted capacitor, designator c76 on the digital pcb assembly. The shorted capacitor depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device.